Event description:
The customer reported problems with the filmer during a case and an intermittent monitor issue. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board and various hardware parts associated with the filmer. System operates as intended. (B)(4).